Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), sarcoidosis ('sarcoidosis') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sarcoidosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("chronic, dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain had resolved and the sarcoidosis, psychological trauma, urinary tract infection and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, dyspareunia, gastrointestinal disorder, genital haemorrhage, pelvic pain, psychological trauma, sarcoidosis and urinary tract infection to be related to essure. The reporter commented: received treatment for sarcoidosis and uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury nos" updated to "pelvic pain", events- "abdominal pain, sarcoidosis, psychological trauma, uti, genital bleeding, she did not undergo essure confirmation test and gastrointestinal disorder" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.